Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular lens implantation surgery, it was observed the leading haptic twisted but still it was implantable. Surgery was completed on the same day. Additional information has been requested received stated that the surgery was completed without any patient harm.